Event description:
A malfunction alarm identified as malf 12 was reported, and the fault ID was noted. The specific impact on the customer's blood glucose level was unknown as the customer declined to provide information. Technical support assisted the customer with resetting the pump, ensuring that the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support again if the issue reappears, which the customer acknowledged and understood.